Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2010 during which the surgeon noted multiple loops of dilated bowel. There were adherent loops of the bowel to the hernia mesh that required freeing to release the bowel. It was reported that the patient underwent additional surgery on (B)(6) 2011 during which the surgeon noted he removed the edge of the adherent mesh from the adhered bowel. It was reported that the patient experienced severe pain, nausea and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/14/2020.